Event description:
Customer reported device base 3rd and 4th pins are blackened. Customer stated the device was not downloading and pins were burnt. Device was cleaned & disinfected with alcohol wipes. Base was removed for the floor where it was being used. No treatment. A request was made for return product and replacement product was sent.